Manufacturer narrative:
Bomimed is in the midst of assessing what is causing the light to randomly be intermittent. No conclusions as further testing is required.

Event description:
Put new batteries into laryngoscope handle, attached mac 3 blade, checked light and was working properly. Began to flicker during intubation. Intubation was successful even with intermittent light.

Manufacturer narrative:
Bomimed is in the midst of assessing what is causing the light to randomly be intermitten. No conclusions as further testing is required

Event description:
Put new batteries into laryngoscope handle, attached mac 3 blade, checked light and was working properly. Began to flicker during intubation. Intubation was successful even with intermittent light.